Event description:
It was reported the prw35 was used during an unk procedure. It was reported the device would not keep wound edges together. Staples were not formed properly. One side was ok and the other was formed at a 45 degrees angle. 1/20/98 another device was opened to complete the case. There was no consequence to the pt.